Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited possible premature battery depletion (pbd). The device will be sent for memory dump and disk analysis. No adverse patient effects were reported.